Event description:
During a surgery on (B)(6) 2013, it was discovered that the small battery drive had intermittent power and kept starting and stopping. The reporter stated there were no injuries or medical interventions reported. Reportedly no user report was filed and there were no delays in surgery. A spare small battery drive was available. No additional information is available. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.